Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 414 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device communicated properly with the guardian link and the test plug. No change sensor alert noted during testing. No insulin pump/sensor communication anomaly or calibration anomaly noted. No sensor signal loss noted during testing. (B)(4).